Event description:
On (B)(6) 2011, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, a computed tomography revealed a proximal type I endoleak. On (B)(6) 2012, a direct stick into the pt's aorta was performed and coils were placed into the aneurysm sac to treat the endoleak. An angiogram revealed that the endoleak was not resolved. On (B)(6) 2012, the pt was implanted with two gore excluder aaa endoprosthesis aortic extender components to treat the persistent type I endoleak. It was reported that three gore viabahn devices were implanted into the renal arteries to preserve blood flow. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.